Event description:
It was reported the patient felt a shocking or jolting sensation in the groin area. The patient reported that the uncomfortable sensation almost sent him to the emergency room. The patient stated that the therapy worked perfectly until about two weeks before the shocking sensation. The patient was going to the bathroom more frequently during that time and it was reported that the internal neurostimulator was connecting slowly to the programmer. The patient had no known accident or incident that was related. The patient was working with his doctor on the next steps. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v833298, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer. (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The patient was reprogrammed. It was noted that the patient did not require hospitalization as a result of the event.

Event description:
Additional information received reported that the patient had problems when they had their interstim put in and had the same problem now that it had been removed. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).